Manufacturer narrative:
The device was received for evaluation. Visual inspection of the product with the naked eye showed the product contaminated. A leakage test of the dialysate side was performed and no leakage was observed. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting treatment with a polyflux 170h, an external dialysate leakage from the header was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.